Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging an audio tone/vibration (dual alarm failure) issue. It was reported that the pump had no audible sounds or vibratory function. The reporter noted that the patient experienced elevated blood glucose (bg) less than 70 mg/dl but greater than 40 mg/dl with no reported additional signs or symptoms of hyperglycemia. This incident does not meet animas' definition of an adverse event and there was no indication that the product caused or contributed to an adverse event. This complaint is being reported because if the auditory and vibratory alerts are not functional, the user may be unaware of alarms or warnings, leading to the potential for under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 06-feb-2018 device evaluation: the device has been returned and evaluated by product analysis on 22-jan-2018 with the following findings: during investigation, the pump powered on with audible and vibratory alarms functioning properly. The pump was opened and there was damage or intermittent conditions observed on the alarm circuit. The complaint of a dual alarm failure was not duplicated during investigation.